Event description:
It was reported that a patient experienced periimplantitis, osteolysis and a dental implant loss.

Manufacturer narrative:
Therefore, beacause a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.